Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. Access was obtained through the right radial artery. The 90% stenotic, de novo lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. The physician predilated the lesion with an unspecified balloon and then advanced the 2.75x38mm taxus liberte stent to the lesion, but was unable to cross. Upon removal it was observed that the stent was flared. The procedure was completed with a poba. No complications were reported and the patient's status is good.